Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged insulin pump error and insulin pump error found on (B)(6) 2021. Insulin pump passed displacement test and self test. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed insulin pump error in insulin pump was not found in downloaded history. Insulin pump error 54 in insulin pump was not found in downloaded history. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay , pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, stained serial number label and cracked battery tube threads. Insulin pump error alarms was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms during basal. Customer was able to clear the alarm and customer received request to rewind pump. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The customer discontinued the use of device.